Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal.

Event description:
The customer called to report that the reservoir volume does not match with the amount of insulin that's in the reservoir. The customer also stated that the insulin pump is not alarming low reservoir. The customer works in a medical facility and stated that the insulin pump may have been exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.